Manufacturer narrative:
Hamilton medical ag comes to the conclusion: rootcause: blower defective. Correction: replaced blower. Hamilton medical ag complaint number: (B)(4). Follow-up 1 - corrected information: UDI related data quality updates only. Field d4 was updated with full UDI information.

Event description:
The following was reported to hamilton medical ag: summary:technical event:231009 due to defective blower.

Manufacturer narrative:
Hamilton medical ag comes to the conclusion: rootcause: blower defective. Correction: replaced blower.

Event description:
The following was reported to hamilton medical ag: summary:technical event:231009 due to defective blower.